Manufacturer narrative:
The medical device problem code was updated. The last calibration was performed on (B)(6) 2023. The signals were slightly lower than expected but did not appear to affect the performance of the calibration. No qc data was provided but the customer stated that qc was performed on the date of the event and it was acceptable. A general reagent problem can be excluded because the qc was within the ranges prior to the event. The alarm trace showed multiple alarms including premature low level detection (lld) hovering on assay rackpack alarm, sample lld malfunction during movement alarm, and sample volume insufficient or clot pip alarms. On the day of the event, the probe was checked and it was clean and straight. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer (fse) found a misaligned sample/reagent probe. He aligned the sample/reagent probe. The fse verified the sample by repeating it and obtaining a correct result. The customer performed calibration and qc and they were acceptable. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys parathyroid hormone (pth) stat assay on a cobas e411 immunoassay analyzer when compared to a different cobas e411 immunoassay analyzer. Initial result: < 1.2 pg/ml. The physician questioned the result. The sample was repeated. Repeat result: 208.4 pg/ml.